Manufacturer narrative:
Section a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) did not enter the capsule properly as the lens was half in and half out/partially inserted. One haptic looked misshapen, so the surgeon opted for a new lens. There was a five minute delay. Another there was no vitrectomy, incision enlargement, or sutures required. Johnson & johnson lens (same model and diopter) was successfully implanted as a replacement and without issue. No further information is available.